Event description:
Consumer reported found 20 pen needles to fail the flow check. They clogged. Discarded the samples and box. Lot # 3045498. Catalog# 320550. Date of event unknown. Sample status discard - dc. (B)(4).

Manufacturer narrative:
20 pen needles affected by the event. H3 other text : device not available.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for affected product is attached. Correction to d3 (country type, country), h6 (type of investigation, investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.